Event description:
A motor drive unit laying on the patient's abdomen during the operation, but not yet being used, got hot causing 2nd degree burns on patient.

Manufacturer narrative:
Device was returned for evaluation. Motor device unit motor and burned control unit transistors caused by plugging mdu into control unit with wet connector or caused by mdu motor shorting out.